Event description:
It was reported that the patient went through a security gate at the airport and felt a warmth in her back at that time. She continued to feel therapeutic effect but was having trouble with her programmer communicating. Her recharger was used yesterday and showed a device with battery on its side with no coupling bars; she generally got 8 bars. She had previously noted a dr screen. It was noted that the patient was able to successfully recharge before her trip about 5 weeks ago. She felt stimulation in her arms today but the device was not responding to the patient programmer or the physician programmer. The patient's device site was sore today and also when she would recharge. Subsequent information received reported the patient was able to recharge her battery with full coupling bars. She received a por (power on reset) message and was meeting with the manufacture representative to clear it next week. Further information received reported that the patient met with the manufacturer representative. She was receiving therapy again and all of her devices were communicating with her battery.

Manufacturer narrative:
Product ID: 3776-75, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead; product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).